Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a burnt distal end cover and foreign material on the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the burn occurred because a high-energy treatment device was used without ensuring a sufficient distance from the tip. In regards to the foreign material, the material could not be identified and the cause of why the material remained in the device could not be specified. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.